Manufacturer narrative:
Boston scientific's technical services (ts) discussed general device function with the caller and noted that the concerns need to be addressed with the physician. The patient also spoke with the reimbursement group for more information on costs associated with the increased follow-ups. The local field representative was contacted for additional information although none was made available. As of today, the available information suggests this crt-d remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Subsequent information indicates that this product was explanted and returned for normal battery depletion. Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific cardiac rhythm management (crm) received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) called to report not feeling well, difficulty sleeping due to lead placement, and that they had been to the emergency room (ER) multiple times as the 'device was not working'. There was also question as to the increased need for follow-ups and reimbursement as a result of this. Additionally, the patient had questions regarding follow-up appointments and the latitude program. The patient also stated that they feel pauses every once in a while. To date, there have been no reported patient symptoms associated with this clinical observation.